Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings and possible over delivery anomaly. The customer's blood glucose reading was 400+ mg/dl. The customer treated with 11 units of insulin. The customer went to bed and woke up with blood glucose of 86 mg/dl. The customer stated that she was also hospitalized about a month ago due to similar issue. The insulin pump will not be returned for analysis.